Manufacturer narrative:
Additional information was received on 5/3/2019 and 5/16/2019. The patient was a 59 year old caucasian female who underwent breast reconstruction. The surgical pathology report completed on (B)(6) 2016 shows a right axillary mass which was composed of fibrofatty tissue, and breast tissue with proliferative fibrocystic changes. She had a procedure on unknown date to remove small cysts, however, the swelling and cysts have returned per an ultrasound done in 2018, which was not provided. The event date has been updated. A manufacturing record evaluation (mre) was performed for the finished device number 268859 on 5/21/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a female patient had a 225cc mentor memorygel breast implant and presented with right sided lymphadenopathy post procedure. The patient had a recurring lump and pain around the right arm pit. At the time of this report, mentor has received, no information regarding explantation or an expected explantation date.